Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6).

Manufacturer narrative:
To fix the issue, the fse replaced the temperature sensor, threaded probe. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a.

Event description:
It was reported that during inspection performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit has a compressor temperature probe abnormality. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.